Manufacturer narrative:
Product event summary: pjn2057996. The full lead was returned in segments, analyzed and no anomalies were found. The proximal conductor of the lead became extrinsically fractured due to a cut, the inner insulation of the lead was extrinsically breached due to a cut, and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage, eight non-sustained tachycardia episodes of less than 220 milliseconds ventricle-ventricle cycles are recorded on (B)(6) 2013. A lead integrity alert was triggered on (B)(6) 2013. There appears to be a rise in right ventricular pace impedance to greater than 800 ohms but this is not recorded until one day post-death.

Manufacturer narrative:
Attempts to obtain results of post mortem examination were attempted and results are not available.

Event description:
It was reported that the patient is deceased. It was further reported that a ventricular fibrillation (vf) episode occurred on the day of death and the programmed vf shock energy was 35 joules however, 0.3 joule shock energy was delivered for six attempts during the vf episode. A post-mortem examination is pending to determine the cause of death.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d284drg implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2009; competitor 1642t implantable pacing lead implanted (B)(6) 2003; competitor 1580 implantable tachy lead, implanted (B)(6) 2003. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.